Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A caller called abbott diabetes care on behalf of a customer (10 year old child) and reported customer receiving a high reading issue with the use of an adc freestyle libre sensor. On (B)(6) 2019, customer experienced unspecified hypoglycemia symptoms and lost consciousness. Customer was taken to the hospital where readings obtained on the hcp meter were 50-100 mg/dl lower compared to sensor readings. Customer was diagnosed with hypoglycemia and treated with "infusion" (type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called abbott diabetes care on behalf of a customer ((B)(6) child) and reported customer receiving a high reading issue with the use of an adc freestyle libre sensor. On (B)(6) 2019, customer experienced unspecified hypoglycemia symptoms and lost consciousness. Customer was taken to the hospital where readings obtained on the hcp meter were 50-100 mg/dl lower compared to sensor readings. Customer was diagnosed with hypoglycemia and treated with "infusion" (type unknown). There was no report of death or permanent injury associated with this event.